Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter of a prismaflex tpe 2000 set was observed to be "contaminated with foreign matter " prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos shows the presence of black particles inside the access blood header of the filter. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The identification and origin of the particulate was not determined as no actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.